Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they had replaced the integrated multisensor technology (imt) fluids and sensor and that quality controls (qc) were in range on date of occurrence. The customer noted that samples were spun in a statspin xpress 4 centrifuge for 5 minutes at 5100 revolutions per minute (rpm). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed the following services: replaced the x seal, super flossed rotary valve, and verified the imt pump rate. Calibrated the imt and ran qc three times without any issue. All results are within range, and the instrument was fully functional. Siemens reviewed the information provided, and no errors were observed in the instrument data files. No issues were noted by the cse post-service visit. Based on the information provided, siemens determined that samples spun in the statspin were outside the tube manufacturer's instructions for centrifugation at 1100-1300g for 10 minutes. The cause of the falsely depressed sodium (na) results is unknown. Siemens concluded that contributing factors such as sample integrity and preanalytical variables could not be ruled out as a potential cause of the event. The instrument is performing according to the specifications. No further evaluation of the device was required.

Event description:
The customer obtained discordant, falsely depressed, sodium (na) results for two patients samples on a dimension exl with lm instrument. The falsely depressed result for one patient sample was reported and questioned by the physician(s). The customer used the same samples to perform repeat testing on an alternate dimension exl instrument. The customer informs that repeat results were higher and reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) results.